Manufacturer narrative:
Biopoly received notification from a physician regarding a revision surgery to remove a biopoly great toe implant. Prior to explanation, biopoly requested additional information, and the surgeon indicated that the patient had been implanted about 4 months prior. This patient had been experiencing pain and swelling almost the entirety of their time since implantation. Either the patient was just not a good candidate for the implant or the joint was too tight or too rigid. This does not appear to be an implant related issue. The explant was not returned. If additional information is recieved, information will be reviewed for reportability and submitted for follow-up as appropriate.

Event description:
Biopoly received notification from a physician regarding a revision surgery to remove a biopoly great toe implant.